Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer's blood glucose was 80 mg/dl and sensor glucose was 47 mg/dl at the time of incident. The customer mentioned that the sensor triggered threshold suspend feature which caused the blood glucose to go high. The sensor will not be returned for analysis.